Event description:
Information was received, from a patient (pt). Who was implanted with an implantable neurostimulator (ins). The reason for call, was patient stated, that they were feeling stimulation even when the therapy was turned off. Patient stated, they turned the stimulation off, but every so often, they felt like the stimulation was on a little bit. Patient did not know when they first noticed the stimulation being on, when it was supposed to be off. However, they stated, they noted it yesterday. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.